Manufacturer narrative:
H3 - a manufacturer representative went to the site to service the system. The system was serviced in the field and replaced the ethernet network coupler. Hardware analysis of the returned ethernet coupler determined that one sidewall of the returned connector has been broken out with bent and broken contacts inside the connector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9 735859, (connector pnl-mnt ethrnt s8 svc), serial/lot #: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a navigated spin with the system, the ethernet cable between the unit was unintentionally pulled out from the system ethernet port. When this was pulled out it damaged the ethernet bulkhead and interrupted the navigated spin transfer. The ethernet port was too damaged to be used and they had to continue without navigation. There was no impact to the patient outcome.